Event description:
Lt was reported that colonic ftrd was used to treat a colonic ademoma at the appendix. Successful clip deployment was not visually verified by the user before tissue resection. This resulted in a perforation, which was closed surgically. The patient recovered uneventfully.

Manufacturer narrative:
Lt was reported that ftrd was used to treat a colonic adenoma at the appendix orifice in the cecum. Clip application was not visually verified by the user prior to tissue resection. The resulting perforation was closed by surgery. The technical analysis of the device did not reveal deviation from product specification or product malfunction. During technical analysis the clip could be applied without difficulty. The review of the lot-based production related quality records showed no anomalities. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of the target tissue. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_ 10-03-2024 annex 1.